Event description:
It was reported to manufacturer, by facility; (B)(4), per facility they were using (they believed) to be a hoyer lift with a universal sling. While resident was in sling, the resident suffered "bruising and skin tears" which are being treated at the facility. Facility did not have a lot of information regarding the lift and sling (facility has both hoyer and arjo lefts and slings; so an arjo sling may have been used based on the product number given to csr. Per sales rep that visited the facility, "facility thinks it was our sling but was not really sure, they had a hard time finding a sling when the rep was there and they could not find the sling in question." The lift was identified as a hoyer stature that was used with sling in question at time of incident. (B)(4). Still waiting on verification of sling in question and return of this sling.